Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the initial reporter that the event has resolved. The replacement lens was the same model with 1d power difference.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced poor visual acuity. Residual refractive error is the clinical reason given for the iol exchange. The lens was exchanged within one month following the initial procedure. Additional information was requested.